Event description:
Right ventricular (rv) lead non-capture. Impedance in mid 200s. Patients sinus brady in the mid 40's (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).